Manufacturer narrative:
On 01 march 2023, the distributor reported the additional information: the pump history was checked, and it was confirmed that multiple malfunction alarms occurred starting 17 july 2021. The pump screen was in working condition. Medical device report (MDR) code 1408 removed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen was black. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.